Manufacturer narrative:
Initial.

Event description:
It was reported that the user navigated unintentionally to the fill tubing screen when attempting to announce a meal, while connected via infusion set and tubing, and no button press-and-hold occurred and no insulin was delivered. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education to exit the fill tubing screen and disconnect as instructed. Investigation of this case revealed an inadvertent user navigation event with no device malfunction identified and normal device behavior of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related.